Event description:
This lead had a high voltage impedance that was out of range at over 150. It was capped and the new lead was implanted. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.